Event description:
It was reported that a pt received 2 shocks. One was appropriate, as it was in the vf zone. The second shock was clearly svt, but the device called it vt. The morphology template was old was updated. The interval stability delta was reprogrammed and the device was set to if all it will be left as such.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.